Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor's electrode was too short. Inserting a sensor was painful for the customer. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A physician inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base, no visual broken or missing parts were observed during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned the sensor opened and used.